Event description:
It was reported that customer was hospitalized due to high blood glucose as per md. Md does not want customer to continue on this pump but to get training on the paradigm pump. Assisted md with getting their training, called insulin pump specialist and diabetes management consultant.